Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level in the 200s (mg/dl); however, customer did not provide a specific value. Customer did stated that their bg level was in target range. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.